Event description:
The tech alleged that the ground reading was out of range on the bed. No pt impact.

Manufacturer narrative:
The tech alleged the ground wire on the power cord plug to resolve the issue.